Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time

Event description:
It was reported the machine is not holding a charge and turns off unless it's plugged in.

Event description:
It was reported the machine is not holding a charge and turns off unless it's plugged in.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of this machine is not holding a charge was confirmed. The site rite 8 was visually inspected upon receipt and was found to be damaged and does function properly. The reported issue is due to a failure in the internal lithium-ion battery. The device was serviced, tested, and returned to refurbished inventory. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.